Manufacturer narrative:
Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump monitored and tested with no low battery alarm and no off no power alarm noted, no insulin pump sound anomaly noted. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump sometimes depleted through the batteries without alarming an alarm. Customer's blood glucose was 427 mg/dl. Insulin pump made a pop sound inside when the customer was trying to change the battery. Customer reported the insulin pump delivered a lesser amount of bolus towards the end of the delivery. During troubleshooting, found low battery alarm and off no power alarm. Customer wanted to replace the device. Customer agreed to return the device for analysis.